Event description:
It was reported that the patient's seizures were not above pre-vns baseline. It was noted that the patient was previously seizure free with the vns device, and that the increase was associated with the patient missing medications for hormones. It was reported that the austostim feature was turned off since the patient no longer needed it. System diagnostics results were reported to be within normal limits. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was experiencing an increase in seizures, and that the only major change since the patient's replacement surgery was the autostimulation feature of the newer generator. The autostimulation feature was turned off to determine if this helped decrease the seizure frequency. No additional or relevant information has been received to date.